Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients pc displayed the message "replace generator soon." Also patient lost therapy and it is unknown if the battery prematurely depleted. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new one. Post procedure effective therapy was restored.